Event description:
Related manufacturer reference number: 2017865-2021-18753. During a clinic follow-up, an increase in the capture threshold was observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislocation of the ra lead and the right ventricular (rv) lead. During the revision procedure, insulation damage was visually confirmed on the ra lead. Additionally, when attempting to remove the rv lead from the header, the connector pin detached from the rv lead. Both the ra and rv leads were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, increased stimulus threshold, and insulation damage. As received, a complete lead was returned in one piece for analysis. The reported events of increased stimulus threshold and insulation damage were not confirmed. No anomalies were revealed on the lead insulation, with the exception of procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual examination of the lead revealed the helix to be partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification.